Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Noise was noted on the right atrial lead and was reproduced with arm movement/isometrics. No intervention was made and the lead remains implanted as the issue is intermittent, and changes to atrial sensing appeared to offer little benefit owing to the noise to signal ratio during occurrences. The patient was stable throughout and will continue to be monitored.